Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 3.5x16mm drug eluting stent was implanted in the mid left anterior descending artery. About one month later, the patient presented to a different facility with complaints of chest pain. The patient ran out of plavix about one week earlier and had not had any since that time. The patient was admitted and treated medically with IV heparin and reloaded with plavix and discharged the following day. About 5 weeks later, the patient presented again with chest pain and shortness of breath. Due to financial reasons, the patient was unable to buy any of his medications for the previous two weeks. A cat scan was performed which showed multiple pulmonary emboli (pe) in the tertiary vessels. Patient was treated with heparin and coumadin and was discharged four days later. Six days later, the patient returned with complaints of palpitations and shortness of breath. The patient had not used any of the coumadin at home and presented with a non-elevated inr. The patient was treated for a pe and discharged on an unknown date. The patient presented again about 2 weeks later with chest cardiac catheterization was performed. A thrombosis of the lad stent was discovered and was removed with a thrombectomy catheter. Timi 3 flow was achieved distally. Ivus of the lad was performed and showed moderate to severe diffused proximal and mid lad disease with a well-deployed stent without dissection. Plavix and aspirin were prescribed for the patient and a 3 week sample of plavix was provided to the patient. Five months later, the patient returned with complaints of chest pain. The patient was reportedly complain with plavix and coumadin and was undergoing monthly chemotherapy. The patient had run out of what was thought to be a beta-blocker and had not been taking it for two weeks. Because the chest pain was "non-specific", no cardiac cath was performed. The patient was observed and repeat ekgs and cardiac enzymes were performed. Eight months later, the patient presented again with chest pain which was relieved with ntgx3 and a ntg drip. The patient continues to smoke. The patient was advised to stay away from cigarettes and was discharged two days later. The patient was admitted again three months later for pain in the chest, head and left side which was determined to be non-cardiac in nature. There were no EKG changes and cardiac enzymes were normal. The patient was discharged the following day. No further complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluations; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.